Manufacturer narrative:
Skin contact: the field service engineer (fse) discussed the user guide instructions for use (IFU) with the customer. The load cancellations were due to "unable to evacuate chamber" and the fse also diagnosed a failed delivery system and a failed condenser vaporizer assembly. The fse replaced both assemblies. All tests, measurements, and calibrations met the manufacturer's specifications. Per the sterrad nx users guide: warning! Hydrogen peroxide may be present. If a cycle cancels or if items in the load appear wet, hydrogen peroxide may be present. Wear chemical resistant latex, pvc (vinyl), or nitrile gloves while removing the items from the chamber, and while wiping off the items with a damp cloth. Dispose of contaminated cloth according to your facility's procedures.

Event description:
The customer alleged an h2o2 contact during the removal of the collection box after the cycle cancelled. The customer did not wear personal protective equipment (ppe) when removing the processed items. The customer did not seek medical attention. She flushed her hands with water until the burning sensation ceased. The customer reported that she is doing fine at this time. An asp field service engineer (fse) went to the facility to assess the unit.